Event description:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on technician statement, the device has memory loss and there is change in the date to 2000. Device also generated several technical error codes. During review of the device's logs the occurrence of technical error indicating the valves_disabled signal has stopped power supply was noticed. Generated technical error codes cannot be solved in the field and device needs to be sent to factory for repair. Review of the provided device's logs confirms issue with date. Technical error reported by customer was not found in device's logs. The root cause to the reported issue has not been determined, as source of data loss was not established and finale solution is unknown.